Manufacturer narrative:
The complaint of slow retraction was confirmed and the cause appeared to be manufacturing related. Two videos, five photographs, and unused sealed 24g insyte autoguard units were provided for investigation. A functional test showed that the retraction time of some units exceeded the specification. The appropriate manufacturing personnel were notified of this complaint. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: it was a report about the inner needle is slow to retract. After puncture and catheter placement, the safety activation button is pressed, but the inner needle does not retract easily and is retracted after a short delay.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.